Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and an error code was recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an out of range oxygen sensor. The ventilator was not on a patient at the time of the event. The service engineer replaced the oxygen sensor to address the issue. The unit passed all testing and operated within the manufacturing specifications.